Event description:
It was reported that this implantable pacemaker exhibited pacing inhibition at the time of the reprograming for device replacement. The device replacement was performed, and it was noted that the device switched to unipolar once it was taken out of the pocked. The device was interrogated outside, and unexpected programmed parameters were noted. The replacement procedure was completed, and this device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker exhibited pacing inhibition at the time of the reprograming for device replacement. The device replacement was performed, and it was noted that the device switched to unipolar once it was taken out of the pocked. The device was interrogated outside, and unexpected programmed parameters were noted. The replacement procedure was completed, and this device is expected to be returned for analysis. No further adverse patient effects were reported.